Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the central station did not alarm vtach or (B)(6) for the patient in room (B)(6) on (B)(6) 2018 at 09:00. The patient expired.

Manufacturer narrative:
The cause of the reported issue is unknown, however, it will be considered a malfunction. Per communications with the rce, the customer never sent in the logs for review. No testing or on-site service was provided. The system remains in use. Due to the limited available information, no determination of cause can be determined. A search of the database found no further calls for this issue. .